Event description:
It was reported to bsc/target that during the procedure the gdc 18-3d shape synerg detection circuit detached without any connection. It was possible to retrieve. Due to an administrative error this MDR report was not filed in november 2001.